Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to produce x-rays. A review of the system logfiles found a malfunction related to reported issue. Upon troubleshooting actions, the rse advised the customer to press the power button on the x-ray pc; however, this action did not resolve the issue. Subsequently, the rse guided the customer to restart the pc using a shortcut method, which successfully resolved the problem. Later, the field service engineer (fse) visited the site and performed multiple restarts, but no further issues were identified. After restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.